Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During testing prior to implant, the right ventricular (rv) lead's helix failed to retract. The physician elected to replace the rv lead. The patient had no adverse consequences throughout.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination found no anomalies or distortion. The cause of the reported event was solely due to the helix being clogged with blood/tissue.